Event description:
It was reported that the patient came into the emergency room due to unstable frequency and fibrillation. A lead failure was alleged. The lead was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The non-specific product performance allegation was confirmed -based on the finding of a fractured inner coil conductor, located at the terminal end. Laboratory analysis noted that the fracture characteristics were consistent with torsional overload which likely happened during the revision/explant.

Event description:
It was reported that the patient came into the emergency room due to unstable frequency and fibrillation. A lead failure was alleged. The lead was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient came into the emergency room due to unstable frequency and fibrillation. A lead failure was alleged. The lead was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.